Manufacturer narrative:
B3 date of event: unknown exact date of procedure, (B)(6) 2018 used as an approximate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Woo, h., levin, r., cantrill, c., zhou, s., neff, d., sutton, m., bailen, j., darson, m., horgan, j., zantek, p., & marty-roix, r. (2023b). Prospective trial of water vapor thermal therapy for treatment of lower urinary tract symptoms due to benign prostatic hyperplasia in subjects with a large prostate: 6- and 12-month outcomes. European urology open science, 58, 64-72. Https://doi.org/10.1016/j.euros.2023.10.006.

Event description:
It was reported in the journal european association of urology that a study was conducted to evaluate the safety and efficacy of water vapor thermal therapy in patients with a prostate gland between 80 and 150 cubic centimeters. Considerations included the participation of males older than 50 years old, with symptomatic benign prostatic hyperplasia and prostate volume between 80 and 150 cubic centimeters. Patients with active urinary tract infection and/or prostate antigen were excluded from the study. Comprehensive literature review of 47 cases where patients were treated with rezum between july 2018 and august 2020. Boston scientific products were used in two of the reviewed procedures. The article considered two (2) safety endpoints, the first one being for device-related serious complications, such as rectal or gastrointestinal tract perforation, fistula between rectum and urethra, permanent damage to the bladder, trigone or uretheral orifices requiring intervention, as well as grade 2 hydronephrosis. After the procedures, no safety endpoints occurred within six months after treatment. The outcome of each case was studied and it was found that no serious adverse events were related to the device; two serious adverse events were associated with the treatment, these included acute prostatitis and gross hematuria with clotting and retention. The prostatitis was treated with antibiotics and the hematuria and retention was treated with cystourethroscopy with clot irrigation and evacuation. Up to the last follow-up visit, 164 non-serious adverse events were reported; 34 were device-related and 117 were treatment-related. The most common included urinary tract infections, gross hematuria, urinary urgency, bladder spasms, and dysuria. Other minor adverse events potentially related to the device or the treatment included pain in various areas of the body, constipation, worsening erectile dysfunction, nocturia, anejaculation, epididymitis, fever, sloughing of necrotic tissue, catheter malfunction, headache, and retrograde ejaculation. Events like dysuria and nonobstructive hematuria that occurred were resolved within 14 d of treatment that did not require intervention beyond catheterization, prophylactic antibiotics, anti-inflammatory medication, and pain medication; these are expected during the healing process after vapor ablation or cystoscopy.